Event description:
It was reported that patient suffered from a posterior capsule rupture and the surgeon removed and replaced the iol with a 3-piece lens. There was no delay in treatment or other interventions provided. No further information was provided.

Manufacturer narrative:
Explant date: not applicable, as lens was removed/replaced in the initial surgery. Telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.